Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been returned to isi for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged a missing fragment was observed on the fenestrated bipola forceps instrument. Although, there was no report of patient harm, adverse outcome or injury, it is unknown if any fragments were retained by the patient. At this time, it is also unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon stated that the fenestrated bipolar forceps instrument wasn't feeling right and within a couple minutes noticed that a piece from the plastic coating was missing or cracked. The surgeon removed the instrument from the patient and replaced it with another instrument to complete the procedure. The surgeon took time to examine the patient to see if there were any broken fragments inside the patient but no broken pieces were found. Furthermore, the surgeon performed an ultrasound x-ray and it was negative. The surgeon could not confirm whether the instrument was already broken or if it had broke during the procedure. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) has made multiple follow up attempts to contact the initial reporter to obtain additional information, however, no response has been obtained as of date of this report.